Manufacturer narrative:
Eval lab found yellow contamination on the inside of the heater at the connector point. The connector is gone and only terminal legs remain.

Event description:
The service report shows that the hospital biomed reported to the cse that the filter heater was found to have a loose connection which caused the filter heater to not heat. This issue was discovered by the hospital biomed during inspection of the device. The nellcor puritan-bennett customer support engineer (npb cse) shipped a new filter heater to the biomed who then installed it into the ventilator. The unit passed extended self testing according to the hospital biomed. This report is not an admission by nellcor puritan bennett that this caused or contributed to the event alleged in this report.